Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient programmer (pp) had a poor communication screen on the notified date. The patient repeated tried to synch the implantable neurostimulator (ins) with the pp but continued to see a poor communication screen. It was noted that there were no bandages present on the implant site and they were able to use the pp previously. The patient sometimes also had problems changing programs from one leg to the other leg. They had different programs for each leg. On the right leg the patient had no feeling until halfway up her leg to her knee, and could feel stimulation at 1, but on the left leg, ¿which is supposedly normal¿, the patient had to increase up to 5.0 to 6.0 in order to feel stimulation sensation. In the morning of the notified date, the patient increased her stimulation by .20 on the left leg, and then the patient felt no stimulation sensation. It was noted that there were education issues with the patient, who had not seen their health care provider (hcp) since implant. A manufacturing representative gave instructions to the patient in the operating room, but the patient was ¿not really with it¿ and ¿when you have been medicated and put to sleep you don¿t really remember complicated instructions¿. It was noted that the patient had not charged the ins since implant.